Event description:
Dear sir/madam, in the year of 2005, I underwent a lasik vision correction on one of my eyes having mild myopia. The operation was performed in (B)(6) center in (B)(6). In the year of 2009, I noticed significant loss of vision in that eye. In (B)(6) 2010 I went to the same clinic and was diagnosed with 'keratoconus'. I had a consultation with professor (B)(6) from that clinic, a renown world specialist in the field of keratoconus. He told me that the condition was developing naturally and I had no contraindications to the operation. The initial thickness was 500 um. However, I do have concerns with this conclusion. There are numerous reports of this complication after lasik even with the initial cornea. It is also very suspicious that this condition developed only on one operated eye an not on another one. It makes me think that this is a complication of the operation. Please, if possible, provide me with info on how to find out the reason of keratoconus or keratectasia. I would also like to know what next options for treatment for me are. Professor (B)(6) suggested cross-linking collagen, but honestly I do not have trust in that clinic anymore and do not want to risk my health. The clinic refused all responsibility, both moral and material to treat me. Thank you. I would appreciate your help. Sincerely, (B)(6).